Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty removing the guidewire from the lead. During the attempt to remove it, the lead was damaged but the physician also noted her gloves were stuck too. The physician did not believe it was due to our lead material. The lead was removed and replaced. The patient was in stable condition post surgery.